Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The insulin pump was received with a stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The displacement test was functioning properly. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and a cracked belt clip slot near the battery compartment. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report a motor error alarm during prime. The customer reported dropping the device and it was also exposed to an MRI. The customer's blood glucose level was 207 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.